Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Upon insertion, the handle attempted to calibrate but failed and a blinking green handle status led accompanied by solid blue status lights was observed signaling the user to replace the handle despite not reaching the autoclave or firing limit. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the failed calibrations was that the motor had lost its home position causing the failed calibration process. It cannot be reliably determined what caused the motor to lose its home position and subsequently cause the failed calibrations. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic procedure, the device did not fire and was unable to be loaded. The angled part of the reload broke off the device, but did not fall into the patient. There was no patient involvement. The devices are expected to be returned for evaluation.